Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported), ceftazidime injection (1g, ongoing, route, frequency not reported) and fluconazole tablet (100mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. On an unknown date. Pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis (three times a week). It was reported that the patient was not retrained for proper aseptic technique. No additional information could be provided at the time of this report.